Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation difficulty occurred. The target lesion was located in the av fistula of right upper arm. A 8.00mm/2.0cm/90cm otw 2cm peripheral cutting balloon® was used. The balloon was inflated in the fistula and upon attempted deflation, it was noted that the balloon would not deflate completely. Multiple attempts to re-inflate and to deflate was tried but nothing worked. The balloon, the wire and the sheath was pulled out of the patient together. The procedure was completed with this device with good results. No patient complications reported.